Manufacturer narrative:
The device was received, and an evaluation is complete. Service evaluation identified a delayed keypad response during flash memory testing. The cause was identified to be a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to have a delayed keypad response. There was no patient involvement. No additional information is available.